Event description:
The customer reported being in the intensive care unit due to high blood glucose of 479mg/dl. The customer experienced frequent urination and tired. The caller checked the blood glucose of 508mg/dl, and she started throwing up; then the husband took him to the hospital. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found motor error and low reservoir alarms. The customer mentioned that the insulin pump came out of her body, and it was dropped on the ground. The drive support cap appears normal. Assisted the customer to run a manual prime and the insulin did exit. Performed the high pressure and displacement test and they passed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.